Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).

Event description:
It was reported that the patient underwent a decompression of l5-s1 via gill decompression with removal of posterior elements; decompression of l4-5, left side, via laminotomy and partial facetectomy; posterolateral fusion with instrumentation l4 to s1 using vane pedicle screws and rods and grafting utilizing locally harvested autologous bone and rhbmp-2/acs; posterior lumbar interbody fusion l5-s1 and l4-5 using depuy concorde peek interbody cages and autologous bone; injection of intrathecal fentanyl for postoperative analgesia, and use and interpretation of fluoroscopy. The interbody cage was packed with rhbmp-2/acs. Following surgery, the patient followed up with his physician. He began to develop radiating pain to his legs, chronic back pain, difficulty swallowing/breathing, and bony overgrowth. The patient has never recovered from his surgery, and continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: decompression of l5-s1 via gill decompression with removal of posterior elements. Decompression of l4-5, left side, via laminotomy and partial facetectomy. Posterolateral fusion with instrumentation l4 to s1 using pedicle screws and rods and grafting utilizing locally harvested autologous bone and (rhbmp-2)bmp. Posterior lumbar interbody fusion l5-s1 and l4-5 using peek interbody cages and autologous bone. Injection of intrathecal fentanyl for postoperative analgesia. Use and interpretation of fluoroscopy. Pre-op and post-op diagnosis: spondylolisthesis l5 with associated back and left leg pain secondary to instability and foraminal stenosis. Degenerative disk disease l4-5 status post microdiskectomy with associated back pain and possible radiculopathy. As perop notes: "at l5-s1 we then placed 11 mm cages, lordotic in shape, and packed with thin-edged disk bone of the posterior elements, which had been morselized via the bone mill, a small amount of rhbmp-2/bmp was placed between the cages as well as some additional bone. Tents over the cages were good. At l4-5, a single cage was placed at an angle cross the midline. This was done after similar preparation of the disk space. Screws were placed in the screw sites. Lordotic screw placement on the right side with decorticating graft to the right posterior lateral gutter using remaining rhbmp-2 and local bone. There was not enough bone or rhbmp-2 to graft the left side. The patient tolerated the procedure well with no complications."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.